Manufacturer narrative:
Follow up report report ref complaint# (B)(4) customer called, that the aurical had exploded with lots of smoke and the battery leaking black droplets. No one was hurt, no damage to interior. Pictures requested and will follow. 30 jan ts sent questionnaire to the customer - awaiting feedback. 02 feb ts followed up with the customer - awaiting feedback. 06 feb ts followed up with the customer - awaiting feedback. 08 feb - email with photos received - no questionnaire received. Photos shows the unit and the serial number, the collar on the charger. No photos of the battery used or damage to the device. 15 feb field service are onsite and check the device- additional photos provided. Confirmation. That the battery used is an alkaline battery. The alkaline battery leaked - not exploded. The collar was on the charging unit which goes against the guidance in the IFU- section 5.1 refers to the use of the alkaline battery with the freefit. Risk management file review (product and event) the current risk file (B)(4) rev 06 - 1053 aurical freefit - risk analysis hazard ID 5.32 identifies this issue harm - delay in use of the system or treatment. Cause- device not functioning due to electrical component failure. Severity- negligible (0). Risk level- minor (0).

Manufacturer narrative:
Initial report ref complaint(B)(4). No injuries or patient/user involvement reported device requested for return

Event description:
Customer called, that the aurical had exploded with lots of smoke and the battery leaking black droplets. No injuries reported, no damage to interior. Pictures requested and will follow.